Manufacturer narrative:
The engineering evaluation noted in the experience reported that the underlying cause of the prosthesis wear reported cannot be determined because the devices have not been revised and, therefore, have not been returned for evaluation. However, a non-exactech femoral stem was used with exactech acetabular components. This is considered off-label use and may have contributed to increased wear of the acetabular liner due to femoral neck impingement. It is unclear is an exactech femoral head was implanted. Concomitant medical device(s): (cn: 180-11-50, sn: (B)(4)) nv crown cup clsr hl w/ha 50 group 1. (Cn: 120-65-35, sn: (B)(4)) bone screw 6.5mm dia x 35mm long. (Cn: 120-65-20, sn: (B)(4)) bone screw 6.5mm dia x 20mm long.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): (cn: 180-11-50, sn: (B)(4)) nv crown cup clsr hl w/ha 50 group 1; (cn: 120-65-35, sn: (B)(4)) bone screw 6.5mm dia x 35mm long; (cn: 120-65-20, sn: (B)(4)) bone screw 6.5mm dia x 20mm long.

Event description:
Premature wear of polyethylene.